Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up and functioned properly. The keypad cover was intact and all of the buttons responded normally. The buttons did not have any delays in the response and the spring backs were as expected. Removal of the keypad cover did not find contamination under any of the button contacts. No other defects were found. The investigation was unable to reproduce the reported button issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ arrow button had a delay respond when pressed. Patient stated that there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.